Event description:
It was reported that customer experienced difficulty with pump wake button because t button no longer worked, and later evaluation confirmed that faulty button prevented turning pump on or off even though pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device to distributor for evaluation, pump return was planned, and replacement pump with new serial number was provided; no additional information was received regarding any further actions or outcome.